Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient reported she had not charged it in approximately 3 months. The patient met with the sjm representative and confirmed the issue. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2014, where the ipg was removed and replaced with a new one, which resolved the reported issue.